Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead became dislodged. On (B)(6) 2026, fluoroscopy was performed to confirm the ra lead dislodgement. The physician explanted and replaced the ra lead. The patient was discharged after the procedure.